Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, 'occlusion sensor error' was not reproduced. Device was sent through downstream occlusion testing and the device passed. A review of the history log revealed multiple downstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Downstream sensor calibration will be performed as precautionary. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an occlusion sensor error. This occurred during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.